Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the device exhibited backup vvi operation. No further information was reported.

Event description:
New information states that the patient presented in emergency room with pectoral stimulation. The device was programmed successfully. The patient was in a stable condition.